Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image when retroflexed occurred while the user was handling the device, and water invaded. Due to the invasion, abnormality of electronic parts occurred which led to temporary occurrence of the suggested event. It is likely image noise when angulated occurred while the user was handling the device, and water invaded. Due to the invasion, abnormality of electronic parts occurred which led to occurrence of the suggested event. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿ inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿. And: ¿inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the screen went black when retroflexing the evis exera iii bronchofibroscope during a rhinoscopy procedure. The issue occurred at beginning of the procedure. The customer was able to turn off and then turn on the processor and the image was displayed. They were able to finish the rest of the procedure in an hour with the same device. The issue did not affect the diagnostic outcome of the procedure. No medical intervention was required as a result of the reported issue. There were no reports of any harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation ¿screen went black¿ was confirmed. Scope failed the leak test due to leakage at the channel. Advance diagnostics was performed using a borescope and a tear was found inside the channel that could have attribute to the leak. Fluid invasion from the leak could have damaged the charge coupled device elements which attributed to the image to have excessive rbg (red, green, blue) and then the screen went black. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.